Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium who previously had mitral annuloplasty, in which the ring had detached. A mitraclip ntw was inserted and deployed successfully on the mitral valve. A second clip, a mitraclip ntw, was then inserted and grasping was performed. However, after multiple grasping attempts, the grippers became caught on the posterior leaflet and on the surgical ring. It was observed the posterior leaflet had ruptured. The clip was unable to be removed from the leaflet and was therefore a decision was made to implant the clip where it was stuck. However, it was not possible to deploy the clip more than 1-2mm from the clip delivery system (cds) and was not exactly in line of the cds. Troubleshooting was performed, but after several movements, the clip removed approximately 5mm more from the cds. However, the clip now hung on/in the clip arm and due to the manipulation with the cds, the clip started to open to 180 degrees. After a lot more movements, the clip was deployed where it was stuck, attached to only one leaflet (posterior leaflet). The procedure was completed with two clips implanted, reducing mr to a grade of 2-3. On (B)(6) 2025, the clip had completely detached from both leaflets.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided, a cause for the expulsion associated with reported complete clip detachment (ccd) resulting in embolism the clip could not be determined. The reported clip open while locked (cowl) and entrapment of device resulting in tissue injury (ruptured leaflet) appears to be related to procedural conditions . The reported incomplete coaptation in single leaflet device attachment (slda) was due to the manipulation of the cds and the troubleshooting. The reported foreign body in the patient was due the clip stuck and deployed the clip that location. Additionally, the reported patient effect of tissue injury and embolism are known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium who previously had mitral annuloplasty, in which the ring had detached. A mitraclip ntw was inserted and deployed successfully on the mitral valve. A second clip, a mitraclip ntw, was then inserted and grasping was performed. However, after multiple grasping attempts, the grippers became caught on the posterior leaflet and on the surgical ring. It was observed the posterior leaflet had ruptured. The clip was unable to be removed from the leaflet and was therefore a decision was made to implant the clip where it was stuck. However, it was not possible to deploy the clip more than 1-2mm from the clip delivery system (cds) and was not exactly in line of the cds. Troubleshooting was performed, but after several movements, the clip removed approximately 5mm more from the cds. However, the clip now hung on/in the clip arm and due to the manipulation with the cds, the clip started to open to 180 degrees. After a lot more movements, the clip was deployed where it was stuck, attached to only one leaflet (posterior leaflet). The procedure was completed with two clips implanted, reducing mr to a grade of 2-3. On (B)(6) 2025, the clip had completely detached from both leaflets subsequent to the previously filed report, additional information was received: the event description has been corrected: during diving with the second clip in the left ventricle (lv), the valve leaflets became stuck on the grippers. After multiple grasps, both leaflets were on the clip arms. When closing the clip, the posterior leaflet ruptured. Additional information received stated that the clip traveled to the apex of the heart.